Event description:
It was reported that the transmitter was producing shock. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 volts. An attempt to pair the device with the nordic bluetooth was performed and passed failed due to receiver not turning on. The bin file log was not reviewed finding due to receiver not turning on. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.